Event description:
It was reported that the patient's implantable neurostimulator (ins) showed high impedances on electrode 2 of the left lead during the implant procedure. There were no visual anomalies seen on the lead or ins. Impedances on electrode 2 remained high after the implant was completed, but that electrode was not used in the patient's programming. Therapy impedances were within normal ranges. The patient experienced a complete relief of symptoms. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).